Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced pump stoppages and power elevations. The system controller was exchanged and the issue resolved.

Manufacturer narrative:
The patient remained ongoing on the lvad at the time of this event; however, the report of pump stoppages and pump power elevations was confirmed based on review of the log file downloaded from the system controller that was returned as part of this event. Based on the manufacturers experience and historical data, the events captured in this log file are consistent with a potential compromised wire in the percutaneous lead (lead). Approximately three months later, the patient underwent a pump exchange due to compromised wires on the internal portion of the lead. The pump was returned and evaluated under reference medical device report number 0002916596-2014-00840. Although the compromised wires were confirmed during the evaluation of the returned pump, a specific time frame for which this damage occurred could not be conclusively determined and it could not be conclusively correlated to the reported events of pump stoppages and pump power elevations. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Prior to presenting to the hospital the system controller performed a self test when the patient bent over.